Manufacturer narrative:
A customer in switzerland notified biomérieux of obtaining discrepant identification results in association with the vitek® ms instrument (ref 410895, serial (B)(6)). Investigation the investigator reviewed the biomérieux complaint database for similar issues. No other similar complaints have been recorded. There are also no capas nor non-conformities against vitek® ms instrument that can be linked to the customer¿s complaint. Fine tuning the investigator verified the instrument settings during the fine tuning performed on (B)(6) 2021. Based on the screen shot of ¿tuning files,¿ the settings applied were those from negative mode. This confirms that incorrect settings were used during those two fine tunings. The following recommendations were provided to local customer service: 1) perform a new fine tuning with the correct settings (positive mode); 2) re-test all samples that have been tested during this period or test them with another method. Local customer service confirmed that a new fine tuning was completed on (B)(6) 2021, and that the system has functioned properly since then. They also confirmed the customer re-tested all samples that have been tested and no wrong identification was reported to clinic or customer. Conclusion root cause of the customer¿s issue was due to operator error (wrong settings applied during fine tuning leading to non-optimal fine tuning). A new fine tuning was performed in september and the customer has not had the issue recur since then.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Description: a customer in (B)(6) notified biomérieux of obtaining discrepant identification results in association with the vitek® ms instrument (ref 410895, serial (B)(4)). The customer confirmed two (2) separate isolates obtained incorrect identification results. Isolate 1. Initial test result: mycoplasma genitalium. Repeat test result: enterococcus faecalis. Isolate 2. Initial test result: staphylococcus aureus. Repeat test result: streptococcus anguinosus. Biomerieux customer service reviewed the customer¿s data and confirmed the linear mode fine-tuning setting was in "negative mode". Customer service advised the customer to configure the linear mode fine-tuning status in "positive mode". The customer corrected the status to "positive" and confirmed the instrument was working properly with no misidentification results. There is no adverse patient impact, the customer confirmed that incorrect results were not reported to the treating physician. Biomerieux will initiate an internal investigation.